Event description:
Pt reports that when they disconnected from the pt line of the homechoice set they may have closed their transfer set all the way, as a small amount of fluid leaked out. Pt reports that they then closed their transferred set completely and put on a mimicap. Pt was advised by a baxter operational service rep to contact their healthcare professional. Pt did not notify their healthcare professional as instructed. After baxter follow up for this report with the pt's rn, a transfer set change was performed in 2004. Pt's rn reports no pt injury or medical intervention as result of the incident.